Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tube kinked event on (B)(6) 2024. Tube was kinked from the reservoir. The event occurred after three or more hours of insertion. The insertion site was thigh. The infusion set was in use for 5 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.